Event description:
A report was received that the patient's precision system was explanted due to infection. The symptoms were fever and swelling. The patient was prescribed IV antibiotics. The patient had a cervical fusion done prior to the infection. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation as they were discarded by the medical facility.